Event description:
It was reported that the autopulse nimh battery did not last very long (less than 15 minutes). There is no specific event information. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 07/29/2014 for investigation. Investigation results as follows: the battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 570.9w. The battery was then fully charged and test cycled, then re-tested with the battery tester, where the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 599.1w. An investigation conducted using the battery's serial number (sn) found that the battery was at the end of its expected life span of 2-4 years with a manufacture date of september 2010. It was also found that the proper amount of test cycles (47 +/- 1 expected, 13 performed) were not performed. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance (charged/test cycled as instructed per the IFU) and usage patterns.

Manufacturer narrative:
Customer indicated that their batteries are rotated daily. Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.